Event description:
It was reported that the doctor was preparing to perform a laparoscopic colon resection with an har36, hp054 handpiece and gen11 generator and the threaded stud broke off into the instrument at the beginning of the case. Since the customer didn't have another handpiece available, the case was converted to open and completed using sutures with no additional consequence to the patient.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.